Event description:
A hospital in the (B)(6) reported that an rd900aeu neopuff infant resuscitator would not calibrate. It showed a 6cmh2o error. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff unit was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected for damage, and performance tested by inserting into a test valve system. Results: visual inspection revealed that the positive inspiratory pressure (pip) adjustment knob of the returned unit was loosed. Further inspection showed that one of the spokes of the adjustment knob, which is connected to the fascia panel, had broken off. The outer casing was also cracked. Performance test revealed that the actual pressure delivered by the neopuff unit was lower than that indicated on the manometer. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damages to the pip adjustment knob and the manometer of the neopuff were due to impact. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".